Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildy tortuous iliac vein. A 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during the fourth inflation at 5 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another xxl balloon catheter. No patient complications were reported and the patient's satus was stable.